Event description:
It was reported that the device could not deliver therapy due to charge time out. The patient received 76 shocks while in a ventricular tachycardia storm. It was also reported that the device was at end of service. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. Performance data collected from the device was analyzed and revealed a patient alert for charge circuit timeout on (B)(4) 2010 and (B)(4) 2010. Analysis also revealed long charge time elective replacement indicator and patient alert for excessive charge time on (B)(4)2010.